Event description:
It was reported via social media that the patients spinal cord stimulator (scs) did more harm than good. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.